Manufacturer narrative:
Additional information has been requested and if received will be provided in a supplemental report.

Event description:
It was reported that, "the patient was in a car accident and fractured his femur. The implant was okay but was loose. The surgeon decided to put in a new stem/head to ensure that the femur would heal."